Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a eccentric calcified left anterior descending (lad) artery. During the procedure, it was indicated the oad became stuck and the entire shaft of the artery was ruptured due to the oad. An emergency thoracotomy was performed. The patient expired.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, entrapment of device, device embedded in tissue or plaque, perforation of vessels, surgical intervention and death appears to be related to operational context. In this case it is possible that the reported material separation, entrapment of device, device embedded in tissue or plaque, perforation of vessels, surgical intervention and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical review: six cinefluorography (cine) images were provided on behalf of dr. (B)(6). All images are in the right anterior oblique (rao) cranial projection. The first image visualizes perfusion of the left coronary arteries via guide catheter and contrast. Also noted is an aortic valve and non-abbott left ventricular heart pump. The second image shows the interventional wire inserted past the lad lesion and prolapsed within the vessel. The third image shows the oad over the interventional wire positioned at the proximal edge of the lesion. The fourth image shows the oad still on the interventional wire with an extravasation of contrast media, possibly indicative of a perforation. The fifth image shows the perforation magnified. The sixth image shows oad removed, and balloon or stent catheter being advanced over the wire in an attempt to tamponade the lad the vessel highlighted by contrast media in the first cine compared with the wire track reflected in the second cine are substantially different lad pathways. The second cine image shows the wire taking an unknown turn while curling, as well as depicting a lengthened wire path compared to the first cine. This indicates that the wire is subintimal space instead of true lumen.1 the third cine shows the wire to be repositioned in true lumen of the lad with the oad on the wire. However, there is no visual confirmation that the operator had repositioned the wire in true lumen by doing a contrast media cine prior to oad advancement. In fact, there¿s delayed contrast media clearance around the oad¿s burr rather than it clearing with blood flow. The oad is meant for orbit within relatively open, concentric and calcified true lumen. By rotating the burr in sub-intima, the vessel collapsed around the crown. Rotating the burr more or trying and means to remove the oad from the body should have been immediately halted in order to get a surgical consult. But cine images four through six depict contrast extravasation that grows through the cine series, indicating the perforation is growing larger. This was a case to treat a patient for lad calcification. Based on the limited information reported and submitted cine images, it is most likely that the oad indirectly contributed or caused the perforation or lad rupture that most likely led to the outcome of death. Since the oad device was used for this procedure, it cannot be confirmed by the cine images if the lad rupture potentially caused by the device. To summarize, the imaging provided did confirm that the dback glide cor 1.25mm cl135cm oad ce came to a stop in the calcified lad distal to the unspecified deployed stent and could not be retracted by the operator. The images did not confirm the ¿de-strapping¿ or material separation of the crown per the incident report nor did the images confirm the lad rupture potentially caused by the device. The intent of the operator was to atherectomize distal to the eccentric plaque. The possible malfunction of the oad as reported was confirmed via the imaging provided in that it was indeed stuck in place, unable to be released and withdrawn successfully; however, a probable cause could not be determined via the images provided. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat an eccentric calcified left anterior descending (lad) artery. During the procedure, it was indicated the oad became stuck and the entire shaft of the artery was ruptured due to the oad. It was indicated the crown detached. An emergency thoracotomy was performed. The patient expired.